Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Additional information: the product was not returned for evaluation; therefore, the reported condition could not be confirmed.

Event description:
A customer contacted baxter (B)(4) regarding a transfer set that separated from a titanium adapter. The separation occurred immediately after connected. The transfer set had been used for one day. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.